Event description:
Our office in (B)(6) received a report that a female pt experienced ocular irritation and discomfort with use of complete multi-purpose solution easy rub formula. Her symptoms resolved without medical treatment. The complaint sample was returned for analysis.

Manufacturer narrative:
MFR of reported device performed microbiology and chemistry evals of the actual product used by the consumer. Physico-chemical analysis results are correct and all parameters are within established acceptance criteria. However, as the complaint unit was returned back already opened; microbiology results show that the sample was not sterile. Microbiology eval of returned unit from the reported lot showed the solution to be sterile. A root cause has not been determined.